Event description:
During the pfa/af procedure, the volt catheter spline peeled. There was an issue with retracting the volt back into the agilis 13f sheath. Resistance was felt as the basket met the tip of the agilis in the left atrium. The balloon had been fully deflated before trying to retract the basket into the sheath. The agilis and volt were retracted into the right side of the heart, and the basket was approximately 1cm inside the tip of the sheath. A trans esophageal echo was checked at this point and the transeptal puncture looked normal and the patient was stable. After checking the image, it was noted that the volt catheter could not move in any direction in relation to the sheath. The grey markers on the volt had been rubbed off and there was a kink in the same position. After applying some extra force, the basket was able to be retracted into the sheath. It was also noted that there was an issue with inserting the volt into the sheath at the start of the procedure, taking about four attempts to finally pass through. Furthermore, a deflation issue was noticed when before attempting to retract the basket into the agilis. It took about 30 seconds to fully deflate the balloon, at which point the wire was pulled back into the volt and the balloon deflated in a normal fashion. The volt catheter also had damage to the electrode isolation material, proximal and distal to the electrodes. There were no patient consequences.